Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to depress the syringe plunger into the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a syringe change was performed resolving the issue.